Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml at 51 mcg/day) via implantable pump for intractable spasticity. It was reported that the rep stated they had the hcp on the line and they went to perform a refill today and were expecting 10 ml of drug back and got back zero. The hcp did a successful roller study on the call. They put 5 ml in and got 5 ml out, then did 3 ml in and 3 ml out. Technical services reviewed that with successful "barbotage" that is a good sign that they are in the refill port for this fill. Technical services asked if the refill procedure for this patient is difficult and the rep stated yes. There have been no other historic volume discrepancies and the patient did not have any symptoms/symptoms of overdose. Programming was correct from what they thought, they had filled the pump with last fill at 20 ml. Technical services reviewed there is the potential of not all drug getting into the pump at last refill. Confirmed no heat therapies. Reviewed option to bring the patient back in for a refill in about 60 days and check for volume discrepancies at that time. The patient is normally seen every 90 days and they "waste" drug. (B)(6) 2020 (rep): additional information was received from the rep who reported that the patients weight was unknown and unavailable. The refill procedure was difficult because the pump workflow indicated more in the reservoir volume than what came out of the pump. The hcp did not pull out any fluid from the reservoir. A rotor study was done as a diagnostic to check pump rotor and comparison of pump report from workflow data. In order to confirm that drug was filled into pump, the hcp pushed 20 ml of drug and aspirated 20 ml of drug. No other action was taken except the patient was advised to come back in 60 days to verify pump reservoir. The pump is still active and the patient's condition is good. The volume discrepancy was resolved based on technical support analysis. All information was confirmed with the account. (B)(6) 2020 (rep): additional information was received from the rep who reported that it appeared that the discrepancy was in the programming and technicalities with the previous refill. 2021-01-06 (rep): additional information was received from the rep who reported that no alarm was emitted for the empty pump reservoir and in contrast to what they said in the previous email, no information was provided on if it was a technical problem or human error in regards to programming. There was no clarification made if it was either a pump or a catheter issue.